Manufacturer narrative:
Event site state and postal code: (B)(6). The onsite biomed fixed the issue by replacing safety disk. A getinge field service engineer inspected device and checked device settings with onsite bme. Checked technical logs - all ok. Checked calibration settings in accordance with OEM specs, all ok. Leak check - passed. All manifolds test - passed. Visual and functional check passed. Time and date updated. Device ready to be placed back into clinical service.the device failed the pim check (faulty safety disk).the onsite biomed fixed the issue. Fse just validated that the device was working correctly.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) failed the pim check/manifold press test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.